Event description:
During the implantation of the device on (B)(6) 2013, my left tube did not accept the essure coil and the device was not implanted. I began having sharp pains in my left side, hip and lower back and abdomen pain. I began having migraines, extreme stomach pain, burning, itchy skin and rash, extreme mood fluctuations, extreme hair loss, dizziness and insomnia. I went to the doctor, they performed a ultrasound, they confirmed the left coil was in the right place, they give me the option to consider surgery because it seemed that my body was rejecting the coil. On (B)(6) 2014, I had a hysterectomy by laparoscopic surgery.